Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were missing a label.